Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced an inability to deliver insulin/medication and leakage during use. The following information was provided by the initial reporter: material no: 320119 batch no: 8318585 verbatim: consumer reported pen needle is giving her problem. Nothing comes out of the pen needle during the priming. She thinks its with the almost of of the box, occurence-unknown. Incident date(B)(4) . Sample discarded. Item# 320119; lot#8318585; expiration date-2023-11-30. She also stated her sugar was high. She also reported when she was not able to attach the pen needle to the pen. Incident date(B)(4). Occurence-unknown. She does the priming each time. She visually tests the needle each time. She rotates the injection site each time of her injection. She uses the new pen needle each time. She does not tighten the needle while attaching.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced an inability to deliver insulin/medication and leakage during use. The following information was provided by the initial reporter: material no: 320119, batch no: 8318585. Verbatim: consumer reported pen needle is giving her problem. Nothing comes out of the pen needle during the priming. She thinks its with the almost of the box, occurence-unknown. Incident date- (B)(6) 2019. Sample discarded. Item# 320119; lot#8318585; expiration date- 2023-11-30. She also stated her sugar was high. She also reported when she was not able to attach the pen needle to the pen. Incident date- (B)(6) 2019. Occurence- unknown. She does the priming each time. She visually tests the needle each time. She rotates the injection site each time of her injection. She uses the new pen needle each time. She does not tighten the needle while attaching.